Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to bacteremia. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 13f sub-c tightrail rotating dilator sheath and a 13f tightrail (long), the ra lead was removed successfully. Next, switching to the rv lead using the same 13f sub-c tightrail and 13 tightrail (long), advancement was made near the distal coil of the lead, but progress stalled. Then, when traction was applied with the lld, the lead dislodged. However, the patient¿s blood pressure dropped, and an effusion was detected. Rescue efforts began, including sternotomy. Two tears in the rv were discovered and repaired. The patient survived the procedure. This report captures the lld providing traction when the rv perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
. D1: exact brand name is unknown; however this for an lld device. The lot number was not provided, thus the following information is unknown: model/catalog number, unique ID, 510(k), expiration date, and manufacture date. H3): the lld was not returned, thus no returned product investigation was performed. Cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.